Event description:
As part of quality improvement activity, hosp has been investigating issues identified in its o.r. One of the things they did was take six cultures from dynograft and grafton putties before the product was used in the pt. One of the grafton putty specimen cultures was positive for staphylococcus epidermidis. No sample is available. All of the lot used was implanted. The rptr called facility's supplier who will be quarantining any remaining lot they had.